Manufacturer narrative:
(B)(4). H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was discarded. H6: component codes: mechanical (g04) - impactor. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while the surgeon was using the instrument to impact the glenosphere, the tip of the instrument was fractured. All pieces were removed from the patient and there was no reported harm to the patient.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4; b5; d2; g2; g3; g6; h1; h2; h3; h6. The following section was corrected: d9. Visual examination of the returned product identified the impactor shows signs of use with some scratches on the shaft of the impactor handle and marks on the strike plate. The grey poly impactor tip has fractured, and not all of the pieces have been returned. Measured the handle of the device and it is conforming to the print specifications. Part and lot information confirmed from etch. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. Per the provided picture, there is a gap between the impactor pad and handle that could contribute to the reported fracture. However, per follow up communications, the subcomponents were originally flush with one another and the pad became partially unthreaded as a result of the fracture. Therefore, a definitive root cause cannot be determined. Follow up communications also indicated that the pad is typically disassembled during reprocessing. Per IFU 01-50-1539 rev c ¿the majority of surgical instruments and trial prostheses instruments are constructed in such a way that they will not require disassembly.¿ as the impactor pad is epoxied to the handle, it is not intended to be disassembled during reprocessing. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.